Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, error code e224 was displayed due to a faulty cable but the image was present. In addition, service found the rear cover label was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for an unspecified diagnostic procedure, error code e224 (scope communication error) was displayed from the camera head and the subject could not be recognized. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Event description:
The procedure that was preformed was a laparoscopic appendectomy. A different device was used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections b5, e2, and e3 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.